Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-aug-2025, user reported receiving an ilet alert indicating a kink but confirmed no insulin occlusion alert was present. Agent advised preparing for a supply change, and the user stated they would call back once supplies were available. No further questions were asked. Blood glucose (bg) was not affected.